Event description:
The suture broke while tightening the knot. Surgeon then used a straight fast-fix device with the same conclusion. The surgeon was able to complete the case utilizing the fast-fix device and reparing the remaining tear with an inside out stitching technique. It is believed that the t's were removed during the stitching process, but this cannot be confirmed. Both tears were horizontal and it is unknown how far apart the t's were placed. There was a delay experienced, however no significant (>40 min) delay was reported. The surgeon is experienced fast-fix user and had no previous issues. No pt injury or complications were noted.